Event description:
Patient presented with high lead impedance and has been referred for a full revision and x-ray images. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.